Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a diagnostic lower extremity angiogram. Reportedly, after the sutures were harvested, it was not possible to reinsert the terumo glidewire hydrophylic coated guide wire over the proglide. It felt is if something, like a valve, was in the way. This same guidewire had been successfully used when initially placing the proglide. The starter wire from the access kit was used successfully. Hemostasis was achieved with the proglide suture. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of returned device for analysis, a conclusive cause for the reported difficult to insert could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.